Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining their ipg as recommended. In turn, the patient's ipg became inoperable over time. Troubleshooting via use of a patient controller was unsuccessful. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.